Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered during advancement of the 3rd embolization coil, and the coil detached in the microcatheter. An attempt was made to push the coil into the intended area with a pusher wire; however, the coil would not advance. Both segments of the coil were removed in their entirety with the microcatheter. There was no reported intervention or patient injury.

Manufacturer narrative:
The implant was returned for analysis inside of the microcatheter, and separated from the pusher. The delivery pusher exhibited no evidence of gross damage along length, however some areas had twisted and depressed outer jacket, near the proximal end. The proximal knot-tie on the pusher was present and intact. The monofilament was noted to be fractured 2mm from the distal tip of pusher, with signs of tensile failure as evidenced by necking and tensile strands. Approximately 18cm of the implant extended from the distal end of the catheter. Upon dissection within the catheter, the proximal knot tie on the implant was noted to be intact. There was evidence of stretching and damage to the implant along the proximal section distal to the attachment zone. Based on the reported details and investigation findings, the complaint of a broken implant could be confirmed; the implant was in the microcatheter and separated from the pusher. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification of the monofilament.